Event description:
It was reported that after an infusion set and supply change with an ilet system, the user's blood glucose rose to 250 mg/dl and then trended down to 157 mg/dl; the user had consumed orange juice during the supply change, and the caregiver was concerned the infusion set might not have clicked fully into place. Symptoms included transient hyperglycemia without other reported adverse effects. Outcomes included correction of the blood glucose without medical intervention or hospitalization. Investigation included phone-based troubleshooting and education, including assessment of insulin delivery response and counseling on carbohydrate intake and snack management. Investigation of this case revealed that insulin responsiveness and subsequent glucose decline were consistent with a functioning infusion site, and the transient hyperglycemia was attributed to carbohydrate intake rather than device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically unannounced carbohydrate intake during a set change, were the cause.